Event description:
During the implantation product, the silicone insertion ports for the setscrews were hard to find on this pacemaker and took a lot of time to locate. However, the device was eventually implanted and the device is iperating normally.